Event description:
Consumer complaint of low blood results. Cusotmer was feeling fine at the time of the call. Customer opened the vial of strips lot #pr20698 today. Last five memory results: 98 mg/dl - (B)(6) 2015 at 4:50pm; 79 mg/dl - (B)(6) 2015 at 4:54pm; 77 mg/dl - (B)(6) 2015 at 4:58pm; 59 mg/dl - (B)(6) 2015 at 5:05pm; 80 mg/dl - (B)(6) 2015 at 5:14pm; customer stated that her average reading should be about 150 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strip evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference, user reused test strips, user's test strips had poor fill.